Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While servicing the device, an authorized bench technician found that a wire for the capacitor was stripped and exposed. There was no patient involvement.